Event description:
It was reported that the patient had recovered without sequelae. It was also reported that the patient was hospitalized before recovery. It was also reported that the patient had shown "classic" withdrawal symptoms and that the event was "attributed" to the pump. An xray was done but the results are unknown.

Event description:
It was reported that the patient had a catheter and pump replacement due to ongoing issues with return of symptoms (10 episodes) since (B)(6). After the replacement of the catheter, the dose was decreased and the patient experienced withdrawal overnight and received an oral dose. The patient eventually reached "terrible pruritus, just really stinging, burning, can't be still, terrible spasticity, skin sensitivity but didn't have a fever". The dose was increased and patient was given cyproheptadine and appeared to be improving. The pump had no alarms and no sign of issues within the pump logs. The pump was then replaced due to the continued symptoms. The patients current status is unknown. The pump was infusing baclofen.

Manufacturer narrative:
Catheter model: neu_unknown_cath, lot#: unknown, implanted: unknown, explanted: unknown; catheter model: 8703w, lot#: l57665, implanted: (B)(6) 1999, explanted: unknown; catheter model: 8596, serial#: (B)(4), implanted: (B)(6) 2004, explanted: unknown. (B)(4).